Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the complaint description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. These measurements have been high since implant. No changes have been performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device exhibited high out of range pacing impedance measurements on the right ventricular channel. Monitoring of the patient and reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. These measurements have been high since implant. No changes have been performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device exhibited high out of range pacing impedance measurements on the right ventricular channel. Monitoring of the patient and reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed high shock impedance measurements. The shock impedance measurements have been high since implant. The device remains in service. There were no adverse patient effects reported.